Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the endoscopic image was not displayed and color bar image appeared due to the failure of the camera cable. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc omsc surmised that the reported phenomenon was attributed to the transmission failure of the image communication due to the failure of the camera cable by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the remote switch assigned to white balance was turned on and off repeatedly, the endoscopic image was turned to black-and-white and darkening repeatedly on the monitor. Then user reconnected the subject device to the video processor, the endoscopic image disappeared. There was no report of patient injury associated with the event.